Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to erosion. The patient noted blood in his urine. The physician scoped him in office and noted the cuff pending erosion. The cuff was explanted and the tubing to the pump plugged. Other components were left in the patient. There were no additional patient complications.